Event description:
It was reported that the screen of this programmer was unresponsive during ventricular threshold testing. The field representative was able to break it by hitting the interrogation on the bottom of the screen. There were no adverse patient effects reported.